Manufacturer narrative:
The impella device has been discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
A 30-year-old female (past medical history: obesity, gastric sleeve, cholecystectomy) in the us with peri-partum cardiomyopathy has been treated for cardiogenic shock. Initially, an iabp has been used, which has been escalated to an impella cp heart pump. Patient required escalation to an impella 5.5 heart pump. Impella cp has been explanted per cfa cutdown. Limb ischemia has been noted. Two clots have been successfully removed with a fogarty balloon. Limb perfusion confirmed via doppler ultrasonography afterwards. Patient survived and has been sent to ICU with impella 5.5 haemodynamic support.

Manufacturer narrative:
The investigation for the reported the limb ischemia has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the limb ischemia was most likely biomaterial in the patient's vessel. The failure mode will be monitored and trended.